Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are: gfa, gff, and hsz. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation radial head procedure on (B)(6) 2016, while drilling hole for a 1.5 mm headless compression screw, the drill bit broke off into two pieces. One piece of drill bit was stuck into drill guide and no pieces fell into the patient¿s wound. Another drill bit was readily available and the drill guide was not used during this second attempt. The screw was implanted successfully. Intraoperative planned x-rays were taken. There was no patient harm and 30 second delay in surgery. The procedure was completed successfully and patient was reported as stable postoperatively. Concomitant devices reported: drill guide (part # 312.140, lot # 9630948, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The concomitant device was received on (B)(6) 2016. Upon inspecting the returned concomitant device on (B)(6) 2016, it was found that a drill bit fragment was also returned. A product development investigation was performed for the subject device. The 310.11 lot number 1.1mm drill bit with unknown lot number was returned and reported to have broken during surgery. This complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 310.11 1.1mm drill bit is an instrument routinely used in the 1.5mm headless compression screw system (per technique guide). The device was returned and reported to have broken during surgery. This condition is confirmed; roughly fourteen millimeters of the distal end of the drill bit have broken from the rest of the device and is lodged in the returned drill sleeve. The rest of the device was not returned. Approximately one millimeter is protruding from the drill sleeve while the remainder is inside the cylindrical portion of the drill sleeve. It is likely that rough handling during surgery and possibly the inadvertent application of shear forces has led to this complaint condition. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Whether the complaint condition for this device can be replicated is not applicable for this condition. All measurements have been performed by calipers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned 312.140 lot number 9630948 1.5mm/1.1mm double drill sleeve was received without an allegation of a complaint condition and therefore an investigation will not be performed for this part. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.